Event description:
The patient was injected in the nasolabial folds and cheeks. The patient allegedly developed a burning feeling down the side of her face, and some skin peeled off her nose. The patient was treated with a mild shot of cortisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). No lot number was given at time of report.